Event description:
It was reported via a call report at 0952 mst that while in the operating room, the 30cc fiberoptix sensor (fos) intra-aortic balloon (iab) was inserted via the femoral artery through a sheath. Immediately after insertion the pump alarmed helium loss 3. As a result, the iab was removed due to a suspected rupture. Another 30cc fos iab was inserted into the same insertion site. The patient did not expire. There were no reported complications or injury. The outcome of the patient is stated as "unchanged." Additional information received on (B)(6) 2012 stated that the clinical support specialist and the hospital rn both agreed that the patient anatomy was causing the issue. The iab was thrown away and the rn did not know what product was used. Also the rn stated that the first iab was removed and the first pump was exchanged prior to the hot line call. Reference MDR number 1219856-2012-00041 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for investigation.